Event description:
Boston scientific crm received information that this left ventricular lead had dislodged. A revision procedure was performed and the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientifc's post market quality assurance laboratory cannot confirm the observed clinical observation of dislodgement. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and /or implant technique (which is often dictated by patient anatomy). Lead dislodgement is a potential complication of implantable pacing and is described in device labeling. This issue will be re-evaluated if additional information is received.